Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system drawer failed to open and requires maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system drawer was failed and requires maintenance. A field service engineer found that drawer 5 was not detected on bus. Removed back panel, noticed sticky substance was spilled and cleaned the sticky substance. The engineer found the retractor band broke due to the rails. The fse replaced retractor band and full height rails to resolve the issue. The system was rebooted into the es application, and the drawer was automatically detected. The system functioned as intended after the field service engineer repaired the device.